Event description:
It was reported to boston scientific corporation on march 7, 2008, that a jag precursor guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed four days prior (patient age, gender and weight unknown). According to the complainant, "the coating at the tip was peeling." The procedure was completed using a second jag precursor guidewire. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Peeling. The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. A visual examination of the returned device revealed that the coating was peeling from the tip exposing the core wire. The cause of the peeling coating is undetermined.